Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient was at home with his wife and daughter when he experienced a ¿state of diabetic ketoacidosis¿. His wife called an ambulance, and the patient was transported to the hospital. During the ambulance ride, the patient was conscious and stated there was no treatment made in the ambulance. Upon arrival at the hospital, the patient was started on an insulin drip and remained in the hospital for 3 days. During the event, the patient vaguely recalled that his bg was over 400 mg/dl. The patient was discharged on (B)(6) 2025 with a bg level of 145 mg/dl. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.